Event description:
It was reported that during the procedure in the renal artery, a 7f non-abbott guide catheter was advanced and a dissection occurred. A herculink elite stent delivery system (sds) was advanced for treatment of the dissection; however, after advancement of the sds, the physician decided to use a longer herculink elite sds and attempted to withdraw the sds. During withdrawal, the sds made contact with a large piece of calcification and the stent dislodged. The sds was removed from the anatomy and a rx trek balloon was advanced to the stent located in the proximal-ostial segment of the renal artery. The balloon was inflated and the stent was successfully deployed in the vessel. Left brachial access was obtained and three non-abbott stents were deployed for treatment of the lesion and the dissection distal to the herculink elite stent. Although there was a significant clinical delay in the procedure, there was no adverse patient sequela and the patient is reported as stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction (common device name) and (PMA/510(k)#).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: prowater.guide cath: 7f jr4.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood on the shaft and on the balloon, consistent with being advanced into the anatomy. There was contrast in the inflation lumen. The stent implant was dislodged and was not returned. There were crimp marks on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the distal shaft 5.3 centimeters proximal to the proximal seal and a bend in the shaft 4 millimeters distal to the nose piece. The kinks and bends are possibly the result of handling/packaging the product for return to abbott vascular for evaluation. There was no other damage noted to the sds. The protective sheath was not returned. During examination of the returned herculink elite, it was determined that the expiration date for this device was (B)(6) 2008. According to the reported information, the device was used on (B)(6) 2011. This would suggest that the product was expired by 3 years. It should be noted that the herculink elite instructions for use instructs: note product use by date. It could not be determined if the use of the expired product caused or contributed to the reported difficulties. Potential factors that could contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. To ensure this is not the result of a product deficiency, all stent delivery systems are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing. Based on the reported information, it appears that the stent dislodgement is due to interaction with the large piece of calcification during withdrawal. The reported dislodgement appears to be due to case circumstances. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.